Manufacturer narrative:
Additional information provided by the facility valve coordinator: on post op day-1 the patient was disconnected from iabp, but it was not possible to wean him off the ventilator. The patient opened his eyes and was restless, but would not follow commands, so the neurologist was called. The patient was suspected to have an anoxic brain injury. This was felt to be related to the prolonged time the patient was in arrest during the procedure due to the difficulties placing the bypass cannulas (around 20 min). On the following day the neurologist diagnosed an anoxic encephalopathy with poor prognosis. The family opted for dnr and the patient was discharged to a hospice, where he expired 7 days after the tavr procedure. At the time of discharge the patient was stable from a cardiac point of view. A CT was not done.

Event description:
During a transapical tavr procedure, the 26mm sapien valve was deployed without incident in good position (50:50). However after pacing, the patient¿s blood pressure would not recover and chest compressions were started. It was decided to place the patient on bypass. The patient was transfused with 3 units of blood due to challenges placing the bypass cannulas. At the end of the procedure the valve was reported to be functioning well with only trace pvl and no cai. The patient was weaned off bypass and left room on an intra aortic balloon pump in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, it appears that the event may have been related to patient factors (e.g. History of chf and coronary disease) and procedural factors (i.e. Pacing). The valve was reported to be working well at the end of the procedure. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.